Event description:
It was reported that the unit was getting hot, it was noticed pre-op, there was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): evaluation summary: during product evaluation a pre-temperature test was performed, the device failed the test. The temperatures were; nose-159, middle-165, and rear-115. The housing was disassembled and it was found that the seals were worn and bearings corroded due to dried saline. The seals and bearings were replaced; the device was repaired, cleaned and tested, passing all manufacturing specifications. Test for high temperature conditions.